Event description:
During the implantation procedure the lead could not be positioned and was retracted (not implanted). It was observed that a part of the lead was left in the patient. After an extensive evaluation, the physicians decided not to attempt a retrieval. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.